Event description:
It was reported that pump displayed malfunction alarm malf 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through resetting pump, did not experience repeat malfunction after reset, was advised to continue using pump and to call back if issue recurred, and there was no additional information received regarding any further outcome.